Event description:
It was reported that balloon rupture occurred. The target lesion was located in forearm vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for fistula reconstruction. However, during first inflation at 10 atmospheres for few seconds, the balloon ruptured. The procedure was completed with another of the same device. No known patient complications were reported.